Event description:
It was reported the patient received the following results within 10 minutes: 432 mg/dl and 159 mg/dl.

Manufacturer narrative:
The customer returned an empty test strip drum and an unused drum of the reported lot number. Because the used drum was empty, it was not possible to perform further testing with the used suspect device. Testing was completed with the returned, unused drum and all results were acceptable.